Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Operative notes were reviewed: on (B)(6) 2021, the patient had a revision left hip to address joint instability, pain, and dislocation. The patient was noted to be status post revision (B)(6) 2016 for severe metallosis and aseptic loosening of her acetabular components. The patient had done well for 4 years and then then had a spontaneous dislocation. During the procedure the patient was noted to have extensive effusion. Depuy constrained liner and femoral head were used during this procedure. (Part/lot page 3 of 3).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was created to capture the left first revision clinical notification received for revision of left total hip to address alval date of implantation: (B)(6) /2007, date of revision #1: (B)(6) 2016. (Cup, head, and liner).